Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufz1882 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported incident details: patient has reported reacting to the statlock. Skin under the statlock is red and with small blister. PICC line has securecath in place, the statlock has been removed. They have applied 2 mepitel dressings to the PICC line to make the line more secure